Event description:
It was reported that the lead's r-waves were at 1.9 - 2.6 mv and capture threshold was at 4.5 v, 1.0 ms. The pulse generator was reprogrammed to 7.5 v at 1.0 ms and the sensitivity was set to 0.5 mv. The lead would be re- positioned.

Manufacturer narrative:
Na